Event description:
Elegance study it was reported that a target lesion revascularization (tlr) occurred. The subject underwent treatment with the ranger paclitaxel-coated pta balloon catheters on (B)(6)2022 as a part of the elegance clinical trial. The target lesion was in the left proximal superficial femoral artery (sfa), left mid-sfa extending up to left distal-sfa with 6.0 mm proximal reference vessel diameter and 6.0 mm distal reference vessel diameter. The lesion length was 250 mm and 99% stenosis (classified as tasc ii c lesion). Prior to target lesion treatment with the study device, atherectomy was performed by using 2.1 mm x 1350 mm jetstream xc atherectomy device and pre-dilation was performed by using 5.0 mm x 200 mm mustang pta balloon. Treatment of target lesion was performed by dilation using sizes of 6.0 mm x 60 mm and 6.0 mm x 200 mm ranger paclitaxel-coated pta balloon catheter study devices. Following treatment, the final residual stenosis was noted to be 10%. On (B)(6)2022, the subject was discharged from hospital on aspirin. On (B)(6)2023, the subject noted having symptoms related to claudication. On (B)(6)2023, subject visited the hospital for left leg angiography, however it was cancelled secondary to groin rash/yeast. Hence, subject was started on oral antifungals and angiogram was rescheduled on later date, as the subject also had ongoing non-healing lower extremity ulcers and severe mixed lipedema and arterial ulcers. On (B)(6)2023, the subject revisited the hospital for planned bilateral lower extremity arteriogram. The left leg imaging revealed an occlusion in left sfa. On the same day, the subject was treated with drug-coated balloon angioplasty using 6 mm balloon followed by placement of 7 mm x 100 mm eluvia drug-eluting stent. Subsequently, left proximal sfa was treated with 6 mm balloon angioplasty. Additionally, on the same day, 60% stenosis noted in the left common femoral artery was treated with drug coated balloon angioplasty using 6 mm balloon. On (B)(6)2023, subject was discharged from hospital on dual antiplatelet therapy.

Manufacturer narrative:
A1 (patient identifier): (B)(6).